Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Functional evaluation was performed and the samples met the requirements.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2014 and suture was used to close the vessels. During the procedure the suture broke it was reported that, ¿during CABG surgery, surgeon used 3702h to close the vessels and broken as 2 piece after tying knots. ¿ there was no adverse consequence to the patient. (B)(6).